Event description:
Pt admitted with acute and massive myocardial infarction. Had a respiratory and then asystolic arrest in the cath lab. Iabp inserted and pt had emergent CABG. Arrested again in the or. Could not come off the pump and ECMO was inserted. Transferred to ICU. Blood noted in balloon tubing. Iabp removed and arterial line inserted. Pt ctb later that day.